Event description:
The device was implanted on 11/9/93. Revision surgery was performed on 2/21/95 due to pseudoarthrosis. The device was explanted and bone grafts from the iliac crest were used to refuse.